Event description:
It was reported that there was a lead migration. It was stated that the injex anchor caused the lead to migrate when deployed. There was no action taken. It was also stated that when the injex anchor was deployed, it appeared to "cinch lead and pull it down toward one contact". It was reported that the patient was alive with no injury or adverse event. Further information has been requested and if more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 97792, lot# n357580, implanted: (B)(6) 2013. Product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).